Event description:
It was reported that occlusion alarms occurred, and the customer's blood glucose level exceeded the high threshold, although the specific glucose value was not determined. The customer addressed the issue by administering a correction bolus and later resolved recurring occlusion events by changing the infusion set and cartridge, then resuming insulin use. Despite the ongoing issue for a month, no third-party assistance was required, and the case was closed after providing the necessary guidance.